Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
Additional information was received that the patient had a generator and lead replacement. The lead and generator were returned to the manufacturer for evaluation. Product analysis was completed on the lead and is still in progress for the generator. A break was identified in the positive and the negative lead coil. Scanning electron microscopy images of the positive coil show that a stress-induced fracture (due to rotational forces) occurred on the coil. Also, secondary fractures were observed in the vicinity of the broken end. Scanning electron microscopy images of the negative coil show that a stress-induced fracture (fatigue) occurred in at least two strands of the quadfilar coil. The negative coil shows what appears to be a void in one of the strands at the break location. Due to mechanical distortion (smoothed surfaces the fracture mechanism of other strands cannot be determined. Abraded openings and fluid leads were noted on the outer and the inner silicone tubing. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
It was initially reported that the patient had high impedance at a recent appointment. The generator was disabled and the patient was referred for surgery. There was no significant recent increase in seizures. The patient was not referred for x-rays. There was no reported manipulation or trauma. Surgery is likely but has not occurred to date. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was performed on the returned generator. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.